Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there is cement/bone residue on the femoral component. There is no cement/bone residue on the tibial tray. The tibial tray shows signs of implantation (surface damage). The articular surface is still attached to the tibial tray. The articular surface is slightly discolored and has nicks on its surface. Dimensional analysis of the tibial tray determined that the product, where measured, was conforming to print specifications. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that there is extensive lucency along the tibial implant reflecting osteolysis. The tibial implant shows loosening and posterior subsidence with abnormal tilt of the articular surface. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was noted that tibial tray did not have trace of any bone cement. Per the IFU, "the persona partial knee system is a single use implant intended for implantation with bone cement." However, as it is unknown if any traces of bone cement were removed prior to the post market surveillance team receiving the product, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0001825034 - 2020 - 01633 number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0001825034 - 2020 - 01633 number.

Manufacturer narrative:
Reported event was confirmed by review of x-rays received. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that there is extensive lucency along the tibial implant reflecting osteolysis. The tibial implant shows loosening and posterior subsidence with abnormal tilt of the articular surface. Medical records were reviewed by a health care profession. Review of the available records identified the following: initial implantation op notes revealed uncomplicated initial left partial knee replacement on. Cement was used for the tibial and femoral components. At the 3-month post-op visit, there were no reported problems. At the 1-year post-op visit, the patient reported moderate pain. At the 2-year post-op visit, little medial/lateral instability was noted along with radiographic findings of a tibial fracture. The patient underwent revision surgery to replace the tibial component due to loosening. Visual examination of the returned product identified there is cement/bone residue on the femoral component. There is no cement/bone residue on the tibial tray. The tibial tray shows signs of implantation (surface damage). The articular surface is still attached to the tibial tray. The articular surface is slightly discolored and has nicks on its surface. Dimensional analysis of the tibial tray determined that the product, where measured, was conforming to print specifications. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient age or date of birth: (B)(6). Concomitant medical products: 42558000601 62477806 partial femur cemented size 6 left medial, 42518200408 63449770 partial articular surface left medial size d 8 mm thickness. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised approximately 2 years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.